Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized and experienced high blood glucose. The current blood glucose reading is over 700 mg/dl. Customer is nauseated and vomiting. Diagnosed diabetic ketoacidosis. The blood glucose are not in control. Customer is on insulin drip. During troubleshooting, manual prime is correct, insulin did exit the tubing. Time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.